Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) attached to the robotic arm and did not work. When removing the fbf, a broken steel cable was observed. Instruments were collected and another of the same model was provided to continue the surgical procedure. Forceps with 13 lives. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.